Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump buttons were not always responding. The customer's blood glucose level was unknown. The customer also stated that the insulin pump had an insulin pump error. Customer keypad was not longer responding and also getting pump error that was resetting the insulin pump it required rewinding. The customer stated that more issue was with back button. They stated that the keypad was unresponsive. Customer also reporting a broken belt clip and it was the original. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test or verify pump error 38 alarms due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. Device was also received with pillowing keypad overlay.